Event description:
Reporting status: serious injury/ medical intervention/ permanent damage. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: separated guide wire. It was reported that the lesion was mildly tortuous, with moderate calcification and had a 75% stenosis. The whisper ms guide wire crossed the lesion and then pre-dilatation was done with a balloon catheter. An attempt was made to implant another company's stent; however, the device was unable to cross and the stent dislodged when attempting to remove the device from the patient. A snare was used to try and retrieve the stent; however, it was unable to be retrieved. The whisper ms guide wire separated when the snare device was removed. The patient was transferred to another hospital and percutaneous coronary angioplasty (ptci) was performed. The dislodged stent was implanted in the left main trunk (lmt) and the separated guide wire tip was retrieved during the coronary artery bypass graft (CABG). No additional event or patient information is available.